Event description:
It was reported that during a balloon assisted coil embolization, the coil ruptured the aneurysm located in the posterior communicating artery. The coil protruded through the "ruptured point" creating a loop outside the aneurysm dome. The coil could not be removed and/or repositioned. The physician decided to leave the coil in place in order to avoid bleeding. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted; therefore, analysis cannot be performed. Information available indicated that the patient's anatomy was moderately tortuous. It is probable that anatomical factors may have limited the performance of the device during the clinical procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during a balloon assisted coil embolization of a ruptured aneurysm located in the posterior communicating artery, the coil protruded through the "ruptured point" creating a loop outside the aneurysm dome. The coil could not be removed and/or repositioned. The physician decided to leave the coil in place in order to avoid bleeding. The patient was reported to be in stable condition post procedure.